Event description:
Dr. Reported non-integration. No part #, lot # or other information was provided by the account.

Event description:
Dr. Reported non-integration. No part #, lot # or other information was provided by the account.